Event description:
As reported by the user facility: customer had 3 pumps on the same pole. Pt was discharged and tech went to clean pumps for use with a new pt. In doing so noted that one of the power cords had burned at connection to the pump. MFR reference # 9610825-2013-00317.